Event description:
Gcx polymount bracket separated when screw fell out and a monitor weighing approximately 55 pounds fell. The monitor was caught and held by a nurse and was also held by one arm of the metal bracket that was bent by the weight of the monitor. The screws used to mount this monitor were installed flat head toward the bed. When the cap style bolt on top loosens, the screws fall out. There is the potential to cause major pt harm.